Manufacturer narrative:
Initial and final MDR (B)(4). 16271- device 1 of 3. E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced three events of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was in the tubing. No further information was available.